Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer (se) evaluated the device and verified the system error in the event log but could not duplicate while under investigation. Flow sensor assembly was replaced. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the system error in the event log but could not duplicate while under investigation. The flow sensor will be replaced.

Event description:
It was reported that the ventilator would not alarm and had a system error. There was no patient involvement.